Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: b5,b6,b7,d5,d10,e1(name & email), e2,e3,e4, g2, h6(clinical & impact).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit has error codes and board replacements. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has error codes and board replacements.

Event description:
N/a.

Manufacturer narrative:
A getinge fse confirmed several error codes 118, 112, 111, 113, and 78 upon initial inspection. Replaced backplane to coil cord cable and coiled cord cable. Replaced parts and performed full pm. Unit passes tests and calibrations to manufacturer standard. Device released for clinical use is unknown.